Manufacturer narrative:
The number of events has been updated to include an event previously reported in MFR report # 0001831750-2021-00712 following the completion of an investigation.

Event description:
This report summarizes 22 malfunction events, where it was reported that it was difficult to load/unload the cot in the ambulance. There was 1 instance with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 20 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was functionally/visually inspected in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 21 malfunction events, where it was reported that it was difficult to load/unload the cot in the ambulance. There was 1 instance with patient involvement; no adverse consequences were reported.